Event description:
Starclose vascular closure device failed during cardiac catheterization. Pt developed large groin hematoma. This is one of several starclose device failures reported to risk management since earlier this year. Device and packaging were not saved. The remainder of the lot involved in this case was returned to the sales rep.